Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tr band was applied following a lhc (left heart catheterization). The patient was taken to post care and by that time the device deflated on its own. Pressure was held to obtain hemostasis. The patient was reported to be in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One used regular tr band assembly was returned evaluation. Only the tr band assembly was returned. Visual inspection revealed no anomalies. Microscopic visualization of the seals revealed no anomalies. The leak test was conducted. A tr band inflator was obtained and used to inflate the tr band with 18 ml of air. Digital pressure was applied to the large and small balloon to verify full inflation. The inflated tr band was then submerged under water. No bubbles were observed along the seals of the large and small balloons or along the inflation balloon, inflation balloon valve, or inflation tube. The device was weighed down and left submerged for 15 hours. After 15 hours, the tr band was deflated, and 18 ml of air was measured. No leak was present during testing. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was the normal product. However, the exact cause of the reported event cannot be definitely determined based on the available information.